Manufacturer narrative:
The reported event of low pacing impedance and loss of capture were not confirmed. Visual inspection of the device found no anomaly on outer and inner helix. The helix lengths were within specification. Further analysis performed found no anomalies contributing to reported event of low pacing impedance or loss of capture. Pacing impedance measurements with different loads and output verification in field settings are within tolerance. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the initial implant procedure, loss of capture and low pacing impedance were noted on the right atrial (ra) leadless pacemaker (lp). The ra lp was explanted and clotted blood was observed on the tip of the ra lp. The ra lp was replaced to resolve the event. The patient was in stable condition.